Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. The infection issue was resolved with antibiotics and surgical intervention was not necessary. Their ins was turned on and programmed on (B)(6) 2019 and they haven't had any other issues. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was an infection at the battery site and where the leads were inserted. The patient had red, irritated, tender incisions with oozing yellow discharge and they experienced chills. The patient was implanted on (B)(6) 2019 and noted that their bandages fell off a few times and they had to have them re-dressed at home. Their nurse was extending the patient's antibiotics and the device wasn't going to be turned on until their infection healed. No further complications reported.